Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.50 diopter, implantable collamer lens tore/broke during injection/delivery into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced during initial surgery and it was reported that the problem resolved. There was patient contact with the device but no patient injury. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found the haptic had tears and foreign residue on the lens. (B)(4).